Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. Reportedly, the health care provider (hcp) requested that the pump be replaced for basal rate. The reporter was unsure with regard to the hcp¿s request and will clarify with the hcp and call back. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find activities related to the reported basal rate issue. The total daily delivery matched the programmed basal rate. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed with no incidences. The bolus exercises were executed and recorded correctly. The reported basal rate issue was not verified in the black box or duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.